Event description:
Physician reported capsular contracture baker grade IV. Implant rupture and pain. Ultrasound has been performed. Device has been explanted. This relates to the left side.

Manufacturer narrative:
(B)(6). (B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Physician reported capsular contracture baker grade IV. Implant rupture and pain. Ultrasound has been performed. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, h6. Visual analysis: visual analysis of the photographs identified. Observed red biological tissue. No observed rupture on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Rupture: no observed openings on the device. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Implant rupture and pain. Device has been explanted.